Event description:
Reporter stated the infusion device delivered a duplicate bolus of 0.2 iu that was not programmed by the user. The customer experienced hypoglycemia afterwards as a result. This duplicate bolus was found in the history after the hypoglycemia. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.